Manufacturer narrative:
Journal reference: kenney, et al. "Short-term and long-term safety of deep brain stimulation in the treatment of movement disorders." Journal of neurosurgery; 2007, 106:621-625. (See scanned pages)

Event description:
Journal reference: kenney, et al. "Short-term and long-term safety of deep brain stimulation in the treatment of movement disorders." Journal of neurosurgery; 2007, 106:621-625. The study describes the results of a retrospective analysis of adverse events in movement disorder patients treated with deep brain stimulation (dbs) at baylor college of medicine between 1995 and 2005 along with a comparison analysis of the medical literature. Reportable event(s): two patient (dbs leads n=2) experienced intraventricular hemorrhage during the intraoperative mapping/implant stage of the surgery. One patient required a shunt and recovered completely. The other patient experienced a mild hydrocephalus that resolve spontaneously.